Event description:
The device has 4 false teeth attached to a wire with a plastic retainer. There are metal caps at the back that are cemented to a molar on each side. This was placed because during breastfeeding the pt's 4 front teeth decayed and had to be removed. Dentist informed parent that this type of device was necessary in order to assure that permanent teeth come in properly. It was to stay in for 5 years. In the last 6 mos, 3 separate times, pieces have broken off. Once, while eating, a tooth broke off and pt gave it to parent without harm. The second time pt began crying in pain. Another tooth had fallen out. Last night the last piece of the sharp plastic came out while pt was eating and pt choked. Parent was able to extract it before there was any harm to pt. The piece was given to dentist. Dentist would not give parent the brand name of device or where it was made. There was no warranty and dentist will not refund parent's money. Parent has found a new dentist. Parent expresses concern that others might experience a similar problem.